Event description:
It was reported that the left ventricular (lv) lead was repositioned due to dislodgement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-53, implantable pacing lead, (B)(6) 2009. A 693565, implantable defib lead, (B)(6) 2009. (B)(4).